Event description:
It was reported that a cartridge change error occurred. Reportedly, customer loaded a new cartridge to address the issue. There was no adverse impact to the customer's blood glucose level. No additional information was provided and the customer declined troubleshooting with tandem technical support.